Manufacturer narrative:
The issue with the maryland bipolar forceps instrument was persistent and the customer was able to dock the patient side cart to resolve the issue. No site visit was performed. As of the date of this report, the maryland bipolar forceps instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the instrument assigned to the left master moved in the opposite direction. The customer performed docking to patient side cart (psc) again. After docking psc to patient, there was no issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the instrument with the issue was the maryland bipolar forceps. The issue was persistent. The action that was being taken was dock patient cart again. They resolve the issue re-docking. The drape was not available for return. The device was inspected prior to use. The instrument is not available to return. There was no image or recording of the surgery. The issue happed just after following on matching grip.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system was due to an improperly docked patient side cart (psc). It can be resolved by performing the docking activity again and power cycling system.